Manufacturer narrative:
Device evaluated by MFR., eval summary, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear starting approximately 1.5mm distal to the distal end of the proximal marker band and extending approximately 3mm proximally. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The shaft was noted to be kinked at approximately 90mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, upon initial inflation, the balloon was inflated for 5 seconds. However, it was noted that the balloon ruptured at 4 atm. The device was removed by simply pulling out. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, upon initial inflation, the balloon was inflated for 5 seconds. However, it was noted that the balloon ruptured at 4 atm. The device was removed by simply pulling out. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.